Event description:
After having silicone implants for approx three years, I developed breast cancer in my right breast. This followed migraines, allergies to bees, fatigue, colon surgery, gallbladder removal, sciatica / disc issues and trigeminal neuralgia in my right sinus. All adverse events located on the right part of my body and developed post implant. Post mastectomy to right breast I received an allergan natrelle 410 highly cohesive textured implant; 410 cc ref number: ff4101475, serial number: (B)(4). I complained to my provider of discomfort and pain immediately but was dismissed and told it needed time to settle; I had lost weight due to chemo and complications, scar tissue was forming-etc. I continued to have poor health including the trigeminal neuralgia which had diminished post mastectomy but returned post chemo. Due to increasing back pain, I had surgery to my l5; however, my true back pain was related to symptomatic tarlov cysts which seemed to have "turned on" during this time. The implant continued to bother me, caused constant pain and was cold to the touch all the time. It was so cold, it would set off tsa scans each time I traveled requiring a female attendant to pat me down. Upon explant (B)(6) 2018 the capsule around the textured implant was 3x as thick vs the older left, and pathology showed mast cell activation in the tissue of the capsule.